Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose on (B)(6) 2017 with blood glucose of 31 mg/dl and blood glucose reading of 463 mg/dl at the time of call. The customer experienced symptoms such as pain in the ribs. The customer was treated with glucagon by paramedics. Customer stated that the drive support cap was normal. The customer was not connected to the insulin pump while priming the device. There was no indication that the insulin pump over delivered insulin. The customer was not wearing the insulin pump less than 48 hours prior to hospitalization. Customer was advised to monitor blood glucose and reach out to healthcare professional to discuss possible causes of low blood glucose. The insulin pump will not be returned for analysis.